Event description:
It was reported the right ventricular lead had some oversensing of noise on some stored high rate events. Also there was no r-waves seen. When the patient did isometrics the oversensing was able to be duplicated. The sensitivity setting for the lead was reprogrammed and no oversensing was seen then. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.